Event description:
It was reported that the customer was unable to charge the pump due to intermittent vibrating of the tandem-provided charging pad . There was no reported adverse impact to the customer's blood glucose level. A new charging pad was sent to the customer.